Event description:
The doctor reported the implant was removed due to loss of osseointegration, around 5 years and 1 month after implant placement. Bone quality around the area was type ii, and oral hygiene around the implant was moderate. Peri-implantitis was observed during the implant removal surgery. The patient has since recovered.